Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pacemaker was found in back-up vvi mode. No intervention was performed. The patient was stable throughout.